Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in clinic for follow up. Upon attempted interrogation, the device exhibited communication anomaly. The device was unable to be interrogated. On (B)(6) 2017, the device was explanted and replaced. No patient symptoms were reported. No further information was available.